Event description:
The following was reported to hamilton medical ag: at 11:00 on (B)(6), a central ICU therapist was preparing to provide backup equipment for a patient undergoing examination when he noticed that there was a noticeable internal leakage sound after connecting the oxygen source. He immediately replaced the backup equipment and reported it for repair no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).